Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, the sagittal head was corroded and the spacer washer was worn. The bearings, front housing, along with other components, were replaced.

Event description:
It was reported that the handpiece overheated during routine preventative maintenance testing by the manufacturer. This did not occur during any surgical or medical procedure, so there was no patient involvement. There were no adverse consequences reported.